Event description:
It was reported that during the medical procedure when the physician attempted to transfer the stent (subject device) into the microcatheter resistance was encountered at the hub and the stent got deployed within the microcatheter at the interface. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 device evaluated by mfg - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed state. The introducer sheath was returned; the stent delivery wire (sdw) was not returned. The distal tip of the introducer sheath appeared intact. Slight deformation was noted to the proximal (closed cell) end of the stent. All 3 marker bands were present on both ends of the stent. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) 'stent deployed prematurely during use' and 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that the stent was connected to the microcatheter and attempted to be pushed forward, but resistance was encountered, and normal advancement was not possible. Upon inspection, it was found that the stent had detached at the microcatheter interface. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The stent was returned for analysis, and it was confirmed that it had been prematurely deployed and there was deformation noted to the stent. It is probable that there may have been insufficient seating of the introducer sheath within the hub or that it moved during the transfer attempt, causing the reported difficulty to transfer the stent causing deformation to the stent and the subsequent stent deployment. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported ¿stent difficult/unable to transfer¿ and ¿stent deployed prematurely during use¿ and to the analysed ¿stent deployed prematurely during use¿ and ¿stent deformed¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the medical procedure when the physician attempted to transfer the stent (subject device) into the microcatheter resistance was encountered at the hub and the stent got deployed within the microcatheter at the interface. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.